Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the physician was performing an EU biopsy of a pancreatic head mass. The handle on the delivery system broke when the physician was moving it back and forth to actuate the mass. The needle protector sheath did engage over the needle upon removal from the handle. There was no harm to the patient or the user. The last known patient status and patient information could not be provided. No other known adverse events were reported.